Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test and the trunk cable connector was cracked, exposing wires. The cause for the test failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable and connector. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.